Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all ECG testing using test accessories without duplicating the report. The device was recertified and returned to the customer. Review of the device activity log shows evidence that a valid patient impedance was not detected. There was no evidence of an inappropriate check paddles/poor paddle contact message or loss of ECG signal through the paddles. There are multiple factors that exist outside of a device malfunction that can cause no signal via paddles that include but are not limited to: poor coupling of the paddles to the multifunction cable/patient, poor coupling of the multifunction cable to the device, or a problem with the paddles/multifunction cable themselves. The accessories used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via the paddles. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.